Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was visiting their son when they suffered sca (sudden cardiac arrest). During the implant procedure the physician was unable left ventricular (lv) lead or catheter into target vein. A different target vein was then identified, and the lead easily tracked over the wire into the vein. However, the lead had high thresholds in all configurations. The implanting physician was not sure what follow up care would be available to the patient when they return to bangladesh and did not want to implant a device with high lv thresholds. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.